Manufacturer narrative:
(B)(4). Event date: unk. Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor informed me today during conversation that he experienced malformed staple formation over the last month. Stated that he saw criss cross staples and sometimes staples sticking straight up after firing about one month ago. During this time frame he had a patient with a post-operative leak. As a result, the doctor is no longer utilizing plee60a on sleeve gastrectomy procedures. Additional patient details are unknown at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 additional information received: the surgeon expressed his concern for what he believes is a new behavior of staple lines observed. He stated that in the past, the staple lines looked nice and parallel. On pouch side the staples seem parallel but on remnant side, criss cross pattern. Also, visibly unformed staples recently inside lumen which missed ¿bucket¿.